Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: sterile part 04.112.514s, lot 1l66993: manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: september 28, 2018. Expiry date: september 01, 2028. Non-sterile part 04.112.514, lot h720245: release to warehouse september 10, 2018. Manufactured by synthes elmira. No non-conformance repots (ncr's) were generated during production. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information . Plate: ref lot 04.112.514s 1l66993 . Screws: ref lot 406.045s 2l45056, 413.026s 3l43133, 413.040s 4l31963, 406.045s 2l45056, 413.012s 2l84575, 404.845s 2l90262, 404.828s 3l99697, 404.834s 4l18666, 413.036s 2l63608, 413.012s 2l21275, 413.038s 3l21275, 413.026s 3l43133, 404.840s 1l86451, 413.018s 3l43937, 413.018s 3l43937. Doi: (B)(6) 2019, doe: (B)(6) 2019. X-rays will not be provided. The plate was revised due to breakage.

Manufacturer narrative:
This report is for an unknown 3.5 mm lcp low bend medial distal tibia plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a lawyer. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient suffered a lower leg fracture, including tibial pilon, following a fall on (B)(6) 2019. The patient was implanted with a 3.5 mm locking compression (lcp) medial distal tibia plate (mdtp) low bend right plate on (B)(6) 2019. Postoperatively, on (B)(6) 2019, patient underwent the revision surgery as the plate was fractured and a screw was positioned in an inaccurate position. Treatment during the revision surgery included plate osteosynthesis of the fibula to stabilize the foot. No further information was provided. Concomitant device reported: screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown 3.5 mm lcp low bend medial distal tibia plate. This is report 1 of 2 for (B)(4).